Manufacturer narrative:
Device remains implanted. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
During t2 surgery, the surgeon reamed the pt bone using the bixcut reamer, 12mm diameter and 13mm diameter. Because the surgeon found that there was a crack on the fracture bone at the insertion point, he reamed with the bixcut reamer of 14mm diameter and inserted the nail. After the surgeon had inserted the distal locking screw, the pulse of pt decreased. The surgery was continued by the judgement of anesthesiologist. Afterwards, the pulse of the pt stopped, the pt underwent the cardiac message and was transported to ICU.